Event description:
The customer reported a frame grabber initialization failure error message (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The frame grabber board was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.